Manufacturer narrative:
Product event summary: the pump and one (1) controller were not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting on 30/jun/2019, leading to parameters above normal operating range; however, no alarms were logged for the past 14 days leading up to 12/jul/2019. Log file analysis also revealed a controller power up event on 12/jul/2019 at 08:08:52. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and a battery was connected to power port two (2). The controller was without power for 10 seconds. Based on the available information, the observed loss of power is likely not related to the reported double disconnection event. No further controller power up events were logged. As a result, the reported double disconnection event could not be confirmed. At the time of the last data point, at 10:09:43 on 12/jul/2019, a battery was connected to power port one (1) and another battery was connected to power port two (2). No further data points were logged, which may indicate that, following this data point, the controller lost power due to the reported disconnection of both batteries and was not powered on again. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. A possible root cause of the reported double disconnect event may be attributed to the reported disconnection of both batteries from the controller. An internal investigation evaluated capturing events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and two batteries were returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. No performance allegations were made against two batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Visual inspection of the returned controller revealed contamination within both power ports. A visual inspection under 10x magnification revealed hairline cracks around power port one. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks and power port contamination are not related to the reported event. The most likely root cause of the observed power port contamination can be attributed, but not limited to handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, controller falls within the bounds of this CAPA. Log file analysis revealed a controller power up event on (B)(6) 2019 at 08:08:52. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two. The data point recorded after the loss of power revealed that a power adapter was connected to power port one and one battery was connected to power port two. The controller was without power for 10 seconds. Based on the reported event details and the available information, the observed loss of power is likely not related to the reported double disconnection event since the controller was without power for only 10 seconds. No further controller power up events were logged during the analyzed period. As a result, the reported double disconnection event could not be confirmed. Additionally, the reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2019, leading to parameters above normal operating range. Moreover, 27 low flow alarms were logged on (B)(6) 2019. Information received from the site indicated that the patient presented with a suspected pump thrombus and underwent surgery for a thrombectomy. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ pump h3: yes, h6: patient ime code(s): e050304, h6: imf code(s): f12, f19, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 4310. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was found unresponsive at home with a double disconnect on the controller and the patient has since been in hospitalized in a coma. The controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ pump. Model #: 1104 / catalog #: 1104 / expiration date: 31-may-2020/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-may-2018. Label for single use: yes, if pump. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced a potential pump thrombus that was flushed out and into the basilaris. The patient underwent surgery for a thrombectomy. The ventricular assist device (vad) was noted to have had a slight increase in power earlier in the month before the embolism. The vad remains in use.